Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient¿s ipg lost communication with external devices. In turn, the ipg deemed inoperable. Next course of action is undetermined at this time.

Event description:
Additional information received reports the wireless software update was performed clearing the elective replacement indicator (eri) message and the ipg is operable. The device is providing therapy.

Manufacturer narrative:
Correction b5: additional information received reports the wireless software update was performed clearing the elective replacement indicator (eri) message and the ipg is operable. The device is providing therapy. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017. An elective replacement indicator message was reported to abbott. The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Actions have been taken to prevent reoccurrence.